Event description:
Customer reported receiving a battery out limit alarm on the insulin pump. Customer's blood glucose reading at the time of the call was 41 mg/dl and has treated with a snack cake. Customer stated that their sugar levels have gone as low as 30 mg/dl. The drive support cap was noted to be flush. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.